Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported stretched coils were confirmed. However, the reported core break was unable to be confirmed and the core was intact without any noted breaks. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break and stretched coils appears to be related to operational circumstances of the procedure. In this case based on the reported information, it is likely caused the coils to stretch and the appearance of a break. The noted bends on the core and shaping ribbon likely occurred during packing for returned analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous vessel in the left anterior descending (lad) artery. The hi-torque (ht) balance middleweight (bmw) guidewire had no resistance advancing to the lesion but the core of the guide wire broke in the anatomy; however, was still connected by the coils. This was confirmed by angiogram. There was no resistance during removal and the guidewire was simply withdrawn. Another bmw guidewire completed the procedure. There was no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.